Event description:
Surg. Began at 8:00 (multiple orthopedic procedures to hips and legs). At 1040, experienced hypotensive episode to 64/40. Resuscitated with volume and epi. Gloves changed immediately, room "turned over" with new non-latex supplies and instruments replaced (concern for latex powder contamination) and scheduled operative procedures completed.)